Manufacturer narrative:
The lens was returned in liquid in lens vial. Visual inspection found one haptic torn. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.7mm micl13.7 implantable collamer lens, - 10.0 diopter, got stuck during loading and was damaged. There was no patient contact. The backup lens was implanted and the patients current status is good. The cause of the event was due to a loading error.